Event description:
A male patient reported using renu with moistureloc multi-purpose solution and was diagnosed with contact lens related corneal ulcer in the left eye. According to medical records, the patient was referred to an ophthalmologist in 2006 for an eye irritation (pain and bloodshot) that started 2 weeks earlier and his vision and pain progressively worsened. The patient presented with blurry vision, headache, throbing pain, photophobia, foreign body "sand" sensation, burning, redness and dry eye. The patient was noted to have a history of punctal occlusion in the left eye due to an "acid splash" (1986). Following examination, mild stromal thinning centrally (10-15%) os and infiltrate epithelial defect os were noted. Visual acuity was 20/200 (os). The patient was prescribed topical zymar q1h, fortified vancomycin q1h, atropine 1% bid and percocet for pain, as needed. Cultures were taken, as possible infection in the origin of the ulcer suspected. In the next day, corneal ulcer was slightly improved. About 10% stromal thinning noted and the area of the epithelial defect was smaller and more peripheral. Visual acuity os remained at 20/200. Zymar and atropine continued. Vancomycin discontinued (due to intolerance of eye burning) and subsituted with tobramycin. Tobradex ointment qid was added. In the following day, corneal ulcer was slowly resolving. Epithelial defect slightly decreased in size. Stromal thinning still about 10%. Visual acuity was 20/80 (os). The patient noted feeling achy and sore in the left eye. Treatment remained the same. In the next day, corneal ulcer continued to slowly resolving. Possible recurrent erosion /non-healing component was noted, but the ophthalmologist doubted if infectious at this time. Zymar decreased to q3h. Tetracycline oral 500 mg qid and lacrilube bid added. Tobramycin discontinued. About 3 days later, corneal ulcer slowly resolving with improved stromal thinning about 5%. Visual acuity was 20/50-2 (os). Treatment remained the same except zymar decreased to qid. Patient noted feeling better and vision clearer. 3 days after, corneal ulcer continued to slowly resolving. Stromal thinning remained at about 5%. Visual acuity was 20/40 (os). Patient noted some eye improvement. However, he complained of some gi effects while taking tetracylcine. Tetracycline decreased to bid for the next 3 days, if tolerated. Instructed to take an otc for relief from gi symptoms. Zymar decreased to tid. Lacrilube continued. Atropine discontinued. About 6 days later, corneal ulcer continued to slowly resolving with neutrophil components healing. Minimal stromal thinning (about 2-3%) and no epithelial defect were noted. Visual acuity os remained at 20/40. Patient noted feeling an improvement in his eye. He self discontinued tetracyline. He was instructed to discontinue zymar and to continue atrophine and lacrilube. He was also instructed to discontinue contact lens for at least 2 weeks. Lastly, according to laboratory report, the cultures were held for 28 days and no growth noted.

Manufacturer narrative:
A bottle of solution was returned to the manufacturer. Test results of the returned solution indicate that it was not moistureloc as specified, as it did not contain 2 ingredients of the moistureloc product. Although, this complaint is unrelated, bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstance. We are continuing to investigate this link, but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.